Event description:
Abutment fractured in patient's mouth after restoration. No patient injury. Remake abutment in ti for patient.

Manufacturer narrative:
Investigation results: reviewed 3shape and the design of the abutment is very thick. The abutment fractured at the hex. When fracture of an encode zirconia abutment is observed at or adjacent to the mating hex or boss, the root cause of the fracture is related to the design of the hex and boss connection features, and the screw access hole unless other factors are communicated from the dental laboratory or restorative clinician, or if other factors are identified during review of the device history record (DHR) of the device.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.